Manufacturer narrative:
(B)(4). Batch #823a12. Additional information was requested and the following was provided: what wat the procedure? Respiratory surgery. No further information will be available. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for the procedure? Was the vein divided intrapericardially or extrapericardially? Did the patient receive and preop radiation or chemotherapy? What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How was the post-op bleeding addressed? Was the site of the post-op bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Were there any issues with staple formation throughout the procedure at the site of the bleed? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (a) was returned with no apparent damage and with no reload present. One b-formed staple was observed in the jaws. In addition, the battery pack and package materials were not returned. During the visual inspection, minor damage was noted on the edge of the knife. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It was noted that the cut line was found miner jagged due to knife edge damage. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that after a respiratory surgery, bleeding occurred after anesthetic worn off after the operation. The right inferior pulmonary vein was cut at the initial operation. The surgeon re-opened the chest, and it was found that staple seems to be malformed. The patient condition is stable, but blood transfusion was performed and is currently under artificial respiration. Another device was used to complete the case. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2022. Additional information received: the batch 823a12 were placed in two possible : lots including the the batch number 823a12. Lot x95p6y: a manufacturing record evaluation was performed for the finished device lot number x95p6y and no non-conformances were identified. Manufacturing date: 9/01/2022 expiration date: 7/31/2025. Lot x95a0z: a manufacturing record evaluation was performed for the finished device lot number x95a0z and no non-conformances were identified. Manufacturing date: 7/05/2022 expiration date: 5/31/2025. Investigation summary: the cut line was slightly jagged due to a nicked knife edge. H10: investigation summary.